Event description:
During open thoracostomy, endobabocock tip broke and became lost in chest cavity. Took 45 minutes and fluoroscope guidance to retrieve tip from chest cavity. Surgery prolonged by 90 minutes total.